Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
The biomedical engineer was able to duplicate the reported problem and found that the cooling filter is dirty and clogged. The cooling filter was cleaned to and addressed the reported problem. (B)(4).

Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.